Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and found multiple tears on shaft of catheter that allow water to leak out. The tear looks like it had been exposed to sharp object. There was scratch observed on catheter shaft near the tear. Dissected the catheter and confirmed the tear was not penetrate until the catheter lumen. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be (example: user related/operator error/rough handling or expose to sharp object/mechanical force). A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was inserted and sterile water was injected, sterile water leaked from the middle of the catheter. Leak from the shaft part.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley catheter was inserted and sterile water was injected, sterile water leaked from the middle of the catheter. Leak from the shaft part.